Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b5, b6, b7, d9, h3, h6

Event description:
Healthcare professional reported a left side exchange from textured to smooth, capsular contracture baker grade iii/IV, and "waterfall deformity." Device has been explanted. Complete capsulectomy was done.

Event description:
Healthcare professional reported a left side exchange from textured to smooth, capsular contracture baker grade iii/IV, and "waterfall deformity." Device remains implanted.

Manufacturer narrative:
Continued: e1: postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d6b, g1, h6

Event description:
Device has been explanted and replaced.